Event description:
It was reported that (2) lcsc5 blades were used with hp052 during a laparoscopic cholecystectomy procedure. It was reported by the rep that the (2) lcsc5 blades were opened during the case and neither would work. No other details were available. There was no consequence to pt.